Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro 2 white plastic part of the cannula broke into two pieces while removing it from the packaging. Finished case using new kit. No added incisions or time. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/02/2022. An investigation was conducted on 11/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The cannula was returned with the handle in two parts. No other visual defects were observed on the device. A mechanical evaluation was conducted. The handle was able to be snapped back together to its normal state with no physical difficulties. Based on the returned condition of the device as well as the investigation results, the reported failure "break; handle" was not confirmed. The lot # 3000268642 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. A notification was received from gxo that 2 sterile loads came to their facility with external damage. During the inbound inspection 2 out of 500 units for material vh-4000 batch # 3000268642 and 2 out of 500 units for material # vh-4000, batch # 3000263853 were found damaged. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.